Event description:
A report was received that the patient will undergo a revision procedure. No further information is available at this time.

Event description:
A report was received that the patient will undergo a revision procedure. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation with currently implanted epidural leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description:linear st lead, 50cm.